Event description:
An olympus sales rep reported that the supporting interior steel support beam linking the counterbalance weight to the head of a surgical microscope snapped in two as representative was preparing the equipment for in service training to operating room personnel. There were no injuries related to the occurrence. According to the sales representative, when the surgical microscope arrived at the hospital, rep removed it from the shipping (roadie) case and pushed the microscope into the operating room. The sales representative stated that at this point, rep was not aware of the stress fracture on the interior support beam. Rep mentioned that the fracture was not noticed until rep removed the brake used to stabilize the counterbalance weight system. When the brake was removed and the microscope arm was extended, the main and secondary arm of the microscope forcibly extended into a rigid locked extension position. Following the event, the sales representative inspected the internal support beam of the microscope and observed the stress fracture. There was no evidence of damage to the microscope exterior or to the microscope roadie case. Background: the operation microscope was designed for use during neurosurgery to provide magnified observation of surgical sites. It is approximately 6 feet 8 inches tall and weighs approximately 990 pounds. According to the product manager for the microscope, prior to this recent event, three additional microscopes sustained interior support beam fractures during shipping. In each case, the microscope was not being used for procedures and there were no injuries related to the occurrences. The manager stated that two of the three microscopes were shipped in roadie cases designed specifically for shipping microscopes in one piece. The product manager mentioned that the steel brake, designed to be bolted down under the tungsten counterbalance weights to provide support during shipment, was not in use when two microscopes were shipped. This is contrary to training provided to representatives for transport of this product. The third microscope clearly sustained severe damage during shipping due to transportation carrier mishandling.